Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow in a one link extension set. The extension set was connected to IV tubing then to the patient line. The fluid would not infuse which resulted in the nurse attempting to connect the set to the patient multiple times. There was no patient injury or medical intervention associated with this event. No additional information is available.